Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The current battery had been in pump for at least 1 hour. Customer received another alarm after replacing battery. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 18.0 received the lowbatteryalert (104) on 07/24/2025 13:05:00 after more than 7 days at 9.56 days. Battery cycle 15.0 received the lowbatteryalert (104) on 07/14/2025 23:36:01 after more than 7 days at 8.01 days. Battery cycle 12.0 received the lowbatteryalert (104) on 07/06/2025 23:17:00 faster than expected at 2.03 days. Test sc1 cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to motor assembly during visual inspection. The following were noted during visual inspection: corroded motor home switch, corroded battery tube, scratched case, cracked keypad overlay and broken belt clip rails. No power errors noted and passed all required testing. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss confirmed. Confirmed moisture damage to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.